Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, re-admitted patients were appearing incorrectly on the station despite having the correct admission information in the system. This discrepancy caused confusion among or medication staff when identifying and selecting patients for medication transactions.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the pre-admit patients were showing up with correct patient admits. A technical support specialist instructed the customer to follow the steps involving dial into server, logged into patient encounter system (pes), and navigated to devices, located the device and requested that customer disable the show preadmission option under the device's visit settings. This change will prevent pre-admit patients from appearing on the specified pyxis device. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.